Event description:
The customer stated there was a lyse leak coming from the tubing connected to ff82. The volume that leaked was unknown. The customer was wearing a gown, gloves, and goggles. No one got splashed, sprayed or injured. There was no contact with fluid. There was no exposure to wounds or mucous membranes. Patient results were not affected. No erroneous results were reported out of lab. There was no death, injury or change to patient treatment associated with this event. The msds was not reviewed and no one sought medical attention. There is a risk management / exposure control plan is in place at the facility. The field service engineer (fse) found the tube at fitting ff82 was slightly torn, thus the reagent was dripping off the fitting and replaced the tubing. Root cause for the leak was turn tubing at fitting ff82. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer.

Manufacturer narrative:
(B)(4).